Manufacturer narrative:
Investigation results: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site june-2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Customer photos were received of previously used samples. Visual inspection of the photo samples did not identify tubing separation or separation of the pbbcs unit. Based on the investigation results, no root cause from the manufacturing site has been identified for the reported customer incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® push button blood collection set with pre-attached holder during the retraction of the pbbcs the phlebotomist claimed the device exploded as the tubing separated from the cannula inside the hub. There was no report of injury or medical intervention.